Manufacturer narrative:
Patient information was unavailable from the site. UDI not available at the time of filing. Device manufacture date is not available at time of filing. No parts have been returned to the manufacturer for analysis. A medtronic representative went to the site to test the equipment. Testing could not reproduce the issue. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon was navigating the opposite side of the patient after successfully registering.

Manufacturer narrative:
The archive from the procedure was sent to medtronic for evaluation. The archive was noted to be missing information as there were only 26 slices and no registration data. An exam was found to have the top back and sides of the head removed.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: product and related fields updated to proper value.